Event description:
Physician later reported the device was intact and the contra-lateral side was ruptured. There are no longer any reportable events against the device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side textured to smooth exchange due to concern with the product and rupture confirmed via mammogram. The device remains implanted.